Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call for unexpected restart. Blood glucose was 311 mg/dl at the time of incident. Patient's current blood glucose was 240 mg/dl. Customer reports they have contacted their healthcare provider regarding the high blood glucose. Based on customer report customer does not allege pump was under delivering. Customer is able to perform high pressure test at this time. Assisted with performing the high pressure test and test was passed. Customer reported that they got unexpected restart alarm while changing set and batteries. Customer stated that they received unexpected restart after battery change. Customer stated that the scroll bar is not moving with no input. Customer stated that there is no response from any button. Only working is the middle button. Advise customer the insulin pump will need to be replaced. Advise customer to discontinue use of the insulin pump and revert to backup plan per healthcare provider instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
No unexpected no delivery alarm noted during testing. Unit received with all operating currents within specification and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected restart error alarms, reset time/date anomaly after change battery noted during testing. Unit had minor scratched lcd window, cracked reservoir tube lip and stained address/serial number label.